Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the month of (B)(6) , the pt suffered pain (no traumatism). Consequently, an x-ray was done on (B)(6) 2011: the fracture of the stem was observed.